Manufacturer narrative:
(B)(4). Date sent: 9/9/2020. One photo was received. Upon visual inspection of one photo, the following was observed: the photo shows an echelon flex device from top view partially open and the blister can be seen broken. Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Date sent: 10/6/2020 d4: batch #u5ak9u investigation summary the analysis results found that a plee60a device was returned outside its original package and no packaging was returned for analysis. Due to no packaging being returned for analysis, no visual inspection could be performed to evaluate the incident reported. It could not be determined what may have caused the reported event. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event could not be confirmed as no packaging was returned for analysis.

Manufacturer narrative:
(B)(4). Batch #: unk. Date of event is 2020. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: a photo was received for review. Review is in progress and has not yet been completed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, when opening a plee60a, they noticed the inner plastic box had been damaged and product sterility was compromised. Device was not used on patient. Reported event details were prior to use. A new stapler was opened psee60a, as the hospital had no more stock of the long length. There was no change to procedure or post-op patient care and patient is fine. There were no patient consequences reported.